Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from customer will be included in a follow up report. The customer did not provide patient demographics such as age, date of birth, gender, and weight. At this time, the device has not been received by carefusion. (B)(4).

Event description:
The customer reported the extended high ppeak (peak pressure) and circuit occlusion alarms while using the avea ventilator. The customer reported to have calibrated the transducers but only have repeated failure. The issue found was during pre-use testing. Carefusion (cfn) technical support provided the recall center phone number to find out if the suspect device is on the recall list. Carefusion (cfn) technical support recommended if the suspect device is not on the recall list, the gas delivery engine (gde) likely needs to be replaced. The customer reported there that there was patient involvement but initially stated that it discovered during pre-use before placement on the patient.

Manufacturer narrative:
The carefusion field service representative evaluated the gas delivery engine (gde). The gde was replaced and the unit was tested, the unit meets manufacture specifications. This reported issue will be tracked and internally investigate the situation.